Manufacturer narrative:
(B)(4). No related complaint received with return of device, failure event observed during analysis. Final analysis found that the connector portion of the lead was returned. Insulation degradation was noted at 4.5 cm from the connector pin, located adjacent to the connector boot. (B)(4).

Event description:
This report is to advise of an event observed during analysis.